Manufacturer narrative:
Mts qa tested returned patient samples with retains of mts a/b/d monoclonal and reverse grouping card lot 121806037-31. Results were negative in the anti-b microtube, customer complaint was not confirmed.

Event description:
The customer reported that they observed positive reactivity in the anti-b microtube of an mts a/b/d monoclonal and reverse grouping card with a cord sample. The customer indicated that they re-tested the cord sample with the tube method and did not observe positive reactivity with anti-b antisera. The results obtained with the manual gel method did not match the results obtained with an alternate method, preventing erroneous test results from being reported. The customer issue is also being reported under medwatch MFR# 1056600-2007-00142, to document an additional false positive result with a different sample using another card from the same lot of gel cards.